Event description:
It was reported that this pacemaker declared explant indicator status on (B)(6) 2019. The patient has a history of high right ventricular (rv) thresholds and as a result the rv outputs of the device were programmed to 4 volts at 2 milliseconds (ms). Ventricular pacing was programmed to 100%.there was a concern of premature battery depletion (pbd). The patient is pacemaker dependent with no underlying rhythm, so a device replacement procedure has been scheduled for (B)(6) 2020. No adverse patient effects were reported. To date no confirmation of device explant has been received. Should additional information become available on the outcome of this event, a follow up report will be submitted.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally. The power consumption is in line with the nominal longevity calculation. This device was replaced and returned to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This correction report is being submitted to inform the event is no longer considered reportable as data analysis confirmed the battery appeared to be depleting normally, power consumption is in line with the nominal longevity calculation.